Manufacturer narrative:
Correction: d1, d4: model #. Additional information: d4, g4, h3, h4, h6, h11. H4: the lot was manufactured between may 04, 2023 and may 05, 2023. H11: the actual device was not available; however, three videos of the issue were provided for evaluation. Visual inspection of the video sample observed a tiny white speck of foreign matter floating in the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva tpn bags contained ¿dust¿. This was observed during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.